Event description:
Record from (B) (6) confirmed that an additional smith & nephew product was used in the same procedure as complaint (B) (4) in informed.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)